Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high readings and motor error from the insulin pump. The customer's blood glucose was not provided. The customer had a problem with the pump and it alarmed motor error. The customer was hospitalized for diabetic ketoacidosis and high readings because she was not getting insulin. The customer was advised to contact health care provider and call back.